Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a high priority alarm error, and there was no audible alarm. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a high priority alarm error, and there was no audible alarm. A service quote for repair was sent to the customer for approval. Investigation is ongoing

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was a high priority alarm error, and there was no audible alarm. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. A service quote for repair was sent to the customer for approval, but the customer did not accept. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.